Manufacturer narrative:
A ge representative contacted the customer by phone and instructed them in rebuilding the customer database. System operates as intended.

Event description:
The customer reported they could not open the pt database prior to a case. No pt injury was reported.